Event description:
It was reported that during surgery, the k-wire of the probe broke when surgeon used it.

Manufacturer narrative:
Lot code#: 20375,method: device history review and device inspection.results: review of manufacturing records did not reveal any related manufacturing issues. The instrument is approximately four years old. The customer reported event was confirmed via a visual inspection, as a breakage was identified nearest the knob end of the k-wire. Conclusion: the reported k-wire breakage was likely due to cantilever forces contributing to an overload at the fracture site and the age of the instrument, however the amount of times the instrument was used and the patient's bone quality was not known so the cause is multifactorial.

Event description:
It was reported that during surgery, the k-wire of the probe broke when surgeon used it.